Event description:
A report was received that the patient was experiencing discomfort at where the ipg was located. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well post operatively.